Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The reporter claimed the alleged issue began on (B)(6) 2012. He claimed she tested on the subject device just before lunch and observed a value of "56mg/dl" at approximately 12:45pm. The patient reportedly manages her diabetes with humulin n insulin, 15u in the morning and humulin r insulin based on a sliding scale and self adjusting based on the meter readings/carbohydrates. He reported that the patient ate a chicken salad and drank orange juice and administered her humulin r insulin accordingly (unknown amount). He claimed within a few minutes after lunch she began to experience "dizziness, incoherence, shaking and couldn't stand up. He contacted the emergency medical services (ems) and they arrived within 10 minutes at approximately 1pm and tested the patient using the ems meter and reportedly observed a value of "26 mg/dl." He claimed by this time the patient had developed "seizures." The patient was treated by the ems with IV glucose in the ambulance on the way to the hospital and he reported that her symptoms abated completely upon arrival at the hospital (approximately 20 minutes) and therefore the patient was not admitted and went back home to rest. He reported that a few hours later at approximate 7pm, she tested on the subject meter and observed a value of ">400 mg/dl" but said it was expected to be high due to the IV glucose administered earlier. The patient administered her insulin based on the meter reading. Before going to bed that night, the patient tested on the subject meter (exact time unknown) and the result was "90mg/dl" had a snack based on that result and went to sleep. He claimed that her blood glucose had dropped low again and the patient was having "seizures, sweats, shaking" at approximately 3am on (B)(6). He tested her on the subject meter and observed a value of "56 mg/dl" 3:42 am and treated her immediately with a glucagon shot. Her symptoms abated approximately 15 minutes later. He tested her again at 4:45am and observed a value of "94 mg/dl." At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient didn't have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she/he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required medical intervention from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (7/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.